Event description:
It was reported by the pt's mother that the vns pt has recently been experiencing an increase in seizures, which is believed to be above pre-vns baseline levels. The mother also noted that the pt has been having deeper sleep, which she believes is related to his seizure activity. It was also indicated that following vns implant, the pt was admitted for pneumonia. Good faith attempt to obtain additional information have been unsuccessful to date.